Manufacturer narrative:
(B) (4). Eval results: myocardial infarction, revascularisation.

Event description:
The mid rca was the target lesion. The pre-procedure diameter stenosis was 99%. The lesion was predilated. An endeavor drug-eluting stent was implanted. The post procedure residual stenosis angiographic outcome was reported to be 0%. Approximately 4 months post index procedure, the pt required pci. It was also reported that instent restenosis led to a myocardial infarction. The investigation has not assessed the relationship of the event to the endeavor stent.